Manufacturer narrative:
After the completion of a self-injection to treat hypoparathyroidism, the patient reports red spots at the injection site without itching, swelling, or pain. He experienced a similar reaction with a previous product, which resolved after a short time. A review of test data and documents including bioburden testing, endotoxin lal testing and sterilization process were performed and revealed no anomalies.

Event description:
After the completion of a self-injection to treat hypoparathyroidism, the patient reports red spots at the injection site without itching, swelling, or pain. He experienced a similar reaction with a previous product, which resolved after a short time.